Event description:
User obtained a cut on one finger while attempting to open cell 6 of vra126. The blood bank tech was having difficulty opening the vials. When tech attempted to open cell 6, the neck of the bottle broke off. Cut was minor and did not require stitches nor medical attention. Tech did not become exposed to reagent red cells during the incident. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Broken vial was discarded by user. Customer states that incident report was filed with the facility's risk management department as per facility protocol.